Event description:
It was reported that during a hernia procedure, the tip of the outer sleeve was damaged. There was a possibility that the device was damaged by being touched with a harmonic or an electrical scalpel. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Event description:
It was reported that during a hernia procedure, the tip of the outer sleeve was damaged. There was a possibility that the device was damaged by being touched with a harmonic or an electrical scalpel. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.